Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during routine check cs300 intra-aortic balloon pump (iabp) malfunctioned. Iabp display battery error has been reported "battery maintenance message". No harm reported. The fse reported that after replaing battery and reseting maintenance message issue was corrected.

Manufacturer narrative:
Additional phone number: (B)(6). Updated fields: b4, b5, b6, b7, d3, d5, d10, e2, e3, e4, g3, g6, g7, h2, h11 corrected fields: g2.

Event description:
It was reported that during routine check cs300 intra-aortic balloon pump (iabp) had displayed battery maintenance message on power up. No patient involved.